Event description:
It was reported that the injector plunger overrode and tore the +18.5 diopter cc4204a collamer single piece as it was inserted into the eye. The lens was removed and another same model lens was implanted without any patient injury. The cause of the event was unknown.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4). Evaluation method: lens work order search. Results: a lens work order search was performed and revealed there were no similar complaints within the work order. Conclusion : based on the complaint history and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed the lens was received stuck in the nanopoint cartridge and the cartridge was attached to the injector. The plunger of the injector was bent, however, there was no visible damage to the cartridge. There was evidence of a clear surgical residue (B)(4).